Event description:
Complaint submitted through clinical literature search review. Limited information provided and it is unlikely further information surrounding patient status, patient outcome or the event will be provided. This complaint is for duramatrix onlay plus. No product item number or lot number was specified. Patient 2: adverse event diagnosis: infected dural substitute. The complaint involved an infection of the implanted duramatrix-onlay® plus dural substitute that necessitated surgical removal. Reference article: mekonnen, m., hovis, g., mahgerefteh, n., chandla, a., malkhasyan, y., zhang, a. B., & yang, I. (2023). A case series of duramatrix-onlay® plus in cranial surgery is associated with a low complication profile. Brain tumor research and treatment, 11(2), 94-100. Https://doi.org/10.14791/btrt.2023.0021 1593438.

Manufacturer narrative:
Additional narrative: this MDR is for patient 2 and is the parent MDR. Please refer to MDR number 2249852-2025-00045 for patient 1.